Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump settings and delivery history were reviewed with the patient's father and confirmed as accurate. The patient's father reported that upon examination the pump cartridge contained air bubbles, which can contribute to blood glucose elevations. The certified diabetes educator involved in this contact concluded that there was no pump malfunction associated with this event. The patient has continued to use the pump with no reported subsequent events.